Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The medium-large clip applier instrument has been evaluated by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The initial findings were confirmed. The instrument was re-installed on an in-house system and failed to be recognized by the system. A message of "instrument not supported" was displayed on the vision side cart (vsc) touchscreen on all installation attempts. The radio frequency identifier-ID (rfid) editor was used to perform a tool check on the instrument and an error message of "bad dallas_status = dallas_auth_failed" was displayed. The in-house error logs were reviewed to confirm multiple 282 and 31087 errors, indicating that the dallas authentication failed. Parameters of the errors indicate that the dallas authentication failed due to an inability to access or read the memory on the rfid tag. As the instrument could be recognized in the field prior to failure, the reading error is likely the result of corrupted data.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was installed on an in-house system and failed the recognition test. The instrument information found in the rfid could not be detected. An error stating "instrument not supported. Remove instrument" was displayed with error code 282. Field logs showed few 282 errors.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the medium-large clip applier would not work. The procedure was completed with no reported injury.